Manufacturer narrative:
The initial MDR was filed on august 4th, 2017. Additional information (07/14/2017): a siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced reagent syringes and tips, cleaned and aligned the hm probes and adjusted the temperature. The cse also decontaminated the water bottle and instrument. An instrument check and quality controls were run, resulting satisfactory. A siemens headquarter support center (hsc) specialist reviewed the instrument data. The instrument data indicated there was chrome imprecision which could lead to significant differences. Hsc could not determine the cause of the discordant result.

Manufacturer narrative:
A siemens customer service engineer (cse) and technical application specialist (tas) were dispatched to the customer site. The cse and tas checked the instrument and all the operator maintenance was in accordance. The calibration and quality control were in range. The customer stated there was no fibrin in the sample. The cause of the discordant hcg result is unknown, as the expected result was obtained upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher. The patient was redrawn and the new sample was tested on the same instrument, also resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant hcg result.